Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has a crack on the reservoir compartment. Customer's blood glucose at the time of the incident was unknown. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The device has been returned for analysis.